Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that they were having discomfort at their pocket site in their right buttock. No contributing factors were known. The physician discussed implanting a smaller battery per the patient¿s request. The patient had a battery replacement as well as a pocket revision in their right flank. The issue was resolved at the time of the report. No further complications were reported or anticipated.